Event description:
It was reported that the stimulation suddenly stopped, after which for about six months recharging caused severe "strange sensation" and "a nasty feeling" in the pt's head. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).